Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s936usqs9bzbh hardware: sm-s936u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been experiencing issues in which pods were leaking and caused high blood glucose levels. Additionally, the patient reported that high blood glucose levels has led to consequences with their eyes. This was a general allegation and specific blood glucose levels were not reported. Specific dates, lot numbers and amount of pods was not reported. Additional information is being solicited, a supplemental report will be submitted if received.